Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the implant site is swollen and the patient is getting shocked even when the ins is off. Patient also said the ins battery is low, this was confirmed during the call using the programmer. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp  no further complications were reported/anticipated at this time.